Event description:
Per medwatch from hospital: 85 y/o male undergoing percutaneous transluminal coronary angioplasty with possible stent placement. Stent dislodged in proximal circumflex coronary artery. Stent not located under fluoroscopy.